Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of buried bumper syndrome. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the similar us list number, the international list number is unknown. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, it was reported that the patient experienced a buried bumper. On an unknown date, green exudate was noted around the peg tube, with some bleeding, and the tube could not be pushed inward. CT scan of the abdomen and pelvis was performed on an unknown date, found significant inflammatory tissue overgrowth of the gastrostomy. The flange of the peg tube was observed to be completely encapsulated in the gastric wall. The device remains implanted and in use.

Event description:
Healthcare professional later reported that the peg tube has been explanted and replaced due to the buried bumper that was previously reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6